Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted renal therapy services (rts) regarding incorrect dwell times and an unspecified max air exceeded alarm during an unknown cycle on the amia cycler (ac), patient connected. The home patient (hp) advised wanted a new cycler and stated the dwell time was showing as 34 to 35 mins which was not true, and the previous night they had a max exceeded air alarm and had to shut down. The rts agent explained the max exceeded air. The hp advised they still wanted a new cycler. The hp had the patient activation code (pac). The rts agent was unable to get any further information as the hp already disconnected and turned the cycler off. The hp was at work and the cycler was at the home. The rts agent initiated a swap. The hp was not diabetic. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the ac was operational. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
The device was returned and evaluated for the reported issue of an unspecified max air exceeded alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was also reviewed and it noted the presence of the low priority alarm 30176. An external inspection was performed and no problems were found. A short simulated therapy was performed and was completed successfully without any delays or alarms. The reported event was verified through the event history log review as a low priority alarm 30176. The reported issue of a max air exceeded alarm was not duplicated during the complaint evaluation. The reported issue of a max air exceeded alarm is caused by conditions outside of the device not duplicated during the complaint evaluation. The direct cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.